Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a hematoma under the vibration box of the lifevest equipment. There is no indication that the patient received medical intervention. Follow up indicated that the hematoma improved.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel..

Event description:
A us distributor reported that a patient was experiencing check belt messages. A us distributor contacted zoll to report that a patient developed a hematoma under the vibration box of the lifevest equipment. There is no indication that the patient received medical intervention. Follow up indicated that the hematoma improved.